Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the transfer carriage was not leveled to the sterilizers. The technician discovered that the transfer carriage was installed incorrectly by user facility personnel. The user facility attempted to install the transfer carriage and did not properly level the unit, subsequently causing the reported event. To resolve the issue, the technician properly leveled the transfer carriage. The unit was tested, confirmed to be operating according to specifications, and returned to service. The unit is not under steris contract for maintenance services. No additional issues have been reported.

Event description:
The user facility reported that their atlas loading car fell off while trying to load their transfer carriage. No report of injury.